Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might have triggered the reason for the complaint. Unit passed the displacement test and self test. During the download review on 07/19/2025 15:03:10.000, pump error 4, 15, and 23 were recorded. Per r&d investigation, line number=38 and 709 file number= 442 and 1216 was due to a corrupted data/invalid pointer. The problem is isolated to the electronic assembly. The unit was cut open, and a visual inspection was conducted on the connectors and electronic assemblies. Per visual inspection, all connectors, including the motor flex connector, were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, pump error 23 and 15 were confirmed using download history files due to corrupted data/invalid pointers. Isolated to electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a post-reset ram crc alarm (pump error 23). The critical block and inverse critical block did not add to zero (pump error 15 alarm). The customer received pump error 4 (the motor arm cannot communicate with the main arm). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the pump error 23, and the customer was able to clear the error and complete the rewind process. The pump was not recently placed in storage mode or without a battery for more than 8 hours. Troubleshooting was performed for the pump error alarms, and the customer was able to clear the error and completed a rewind. No harm requiring medical intervention was reported. The customer was instructed to revert to the backup plan per the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.